Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: what color cartridge was being used? Blue. Were any issues experienced with the force to fire? No. Which firing did this occur on? First. How were they able to see a good staple line? No. Were clips used in the surgical procedure? No. What is the surgeon¿s experience with this device? Limited. What troubleshooting steps were taken to remove device prior to converting to open? Attempted to use the release button to no avail ¿ fourth stroke to return blade did not occur due to unfamiliarity w/ device. Procedure happened on a sunday and an old ec45a was pulled from the warehouse/materials vs. Norm case cart where the pse45a¿s are used/stored. How did the device eventually get removed from tissue? Tissue/colon was physically dissected extra-corporally. How was the case completed? Hand sewn anastomosis. Were there any other consequence besides the conversion? No. Was the rep present in the room? No.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition void of staples and with the breakaway washer uncut. This condition can occur if the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale and the anvil is reattached correctly. To reattach the detachable head or anvil do not clamp across or grip on the locking springs as it might not click into place. Not reattaching the anvil correctly or the orange indicator not being set on the green range will result in a bigger gap between the anvil and the guide face, therefore the staples will not hit the anvil to make b- formed staples. In addition if the firing sequence is not complete, staples could be partially deployed without cutting the washer. The device was reloaded with staples and tested for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with one cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the knife could not be returned at the 4th stroke and the device could not be removed from the tissue. The procedure was converted to an open procedure. It was unknown how the device was removed from the tissue. There were no issues reported with the staple line or cut line. The staple line was oversewed as a precaution. The patient is doing well at this time.